Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 24 synergy ii stent was selected for use. However, upon taking the stent protector off, the physician's glove touched the stent and the stent came off from the delivery system. The procedure was completed with another with same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds); was returned for analysis. The stent protector was returned with device, the inner diameter of stent protector was measured with pin gauge. The stent was received detached from the sds. The majority of the stent was stretched and was received on the product mandrel. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination found no issues with the profile. Functional testing was attempted but due to the stent damage testing was not successful. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 24 synergy ii stent was selected for use. However, upon taking the stent protector off, the physician's glove touched the stent and the stent came off from the delivery system. The procedure was completed with another with same device. No patient complications were reported.